Event description:
It was reported that the ventilator did not alarm for power lost when the internal battery kicks in and is not alarming for battery empty when the internal battery is low. When the external battery was disconnected from the ventilator during testing, the ventilator turned off and the internal battery did not kick in. The internal battery would not take a charge. No patient harm reported.